Manufacturer narrative:
Concomitant medical product: 5024m-52 lead, implanted: (B)(6) 1992; 305c19 valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, capture issues and low impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.